Event description:
On (B)(6) 2020 it was reported that the bililux was in use on a patient. The tension in the arm had given way and the light fell. A clinical staff member was present and caught the light, preventing harm to the patient. The customer is receiving a replacement spring arm and will send in the replaced material for evaluation. There was no report that reasonably suggests that a draeger medical device caused or contributed to a death or serious injury. There was an alleged report of a malfunction, but if there was a recurrence, this malfunction would not be likely to cause or contribute to a death or serious injury. No adverse patient impact was reported. As the spring arm joint tension can loosen over time, eventually leading to an inability to maintain the set position of the phototherapy light (as reported in this case), the spring arm is to be checked regularly during the functional check procedure, required after cleaning (between patients) where loosening of the spring arm joint tension would be noted. Spring arm check steps include pulling the spring arm up/down/side to side and confirming it moves smoothly and maintains set position. As well as rotating the phototherapy light clockwise/counterclockwise/up/down and confirming that it moves smoothly and maintains set position. Users are warned not use equipment if it does not pass the functional check procedure. On (B)(6) 2021 new information was received stating that the functional check procedure was performed and the device was fine prior to use indicating the device failed spontaneously.

Manufacturer narrative:
Additional information was provided clarifying that the nurse went to extend the arm to put the light over a baby in an incubator, while fully extending the arm, the light dropped forward disconnecting from the base (the device did not fail/fall spontaneously). The light head and arm remained in the nurses hands preventing it from falling on the incubator, the base remained on the floor. The customer confirmed the functional checkout procedure was performed prior to use of the spring arm and no issues were identified. The spring arm was returned for evaluation and root cause was identified, the metal band on the lower arm joint that connects to the trolley had broken. This allowed the joint to be pulled free from the arm when the nurse was attempting to fully extend the arm. In 2018 improvements were made including strengthening of the internal components of the arm joint to prevent breakage and tightening the fit of the joint into the arm to reduce the likelihood of the joint coming out of the arm. The spring arm was manufactured in (B)(6), 2017, prior to these improvements. The customer was provided a replacement spring arm. No further issues have been reported. A health hazzard evaluation (hhe) was performed, the risk was determined as none/negligible. A supplement to the instructions for use (IFU) will be created regarding use of the bililux with spring arm and trolley at an incubator or radiant warmer, indicating improper positioning when mostly extended horizontally. A field quality improvement action (fqia) will be released to distribute the IFU supplement to all customers.

Event description:
On (B)(6) 2020 it was reported that the bililux was in use on a patient. The tension in the arm had given way and the light fell. A clinical staff member was present and caught the light, preventing harm to the patient. The customer is receiving a replacement spring arm and will send in the replaced material for evaluation. There was no report that reasonably suggests that a draeger medical device caused or contributed to a death or serious injury. There was an alleged report of a malfunction, but if there was a recurrence, this malfunction would not be likely to cause or contribute to a death or serious injury. No adverse patient impact was reported. As the spring arm joint tension can loosen over time, eventually leading to an inability to maintain the set position of the phototherapy light (as reported in this case), the spring arm is to be checked regularly during the functional check procedure, required after cleaning (between patients) where loosening of the spring arm joint tension would be noted. Spring arm check steps include pulling the spring arm up/down/side to side and confirming it moves smoothly and maintains set position. As well as rotating the phototherapy light clockwise/counterclockwise/up/down and confirming that it moves smoothly and maintains set position. Users are warned not use equipment if it does not pass the functional check procedure. On 28jan2021, new information was received stating that the functional check procedure was performed and the device was fine prior to use indicating the device failed spontaneously.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
On (B)(6) 2020 it was reported that the bililux was in use on a patient. The tension in the arm had given way and the light fell. A clinical staff member was present and caught the light, preventing harm to the patient. The customer is receiving a replacement spring arm and will send in the replaced material for evaluation. As the spring arm joint tension can loosen over time, eventually leading to an inability to maintain the set position of the phototherapy light (as reported in this case), the spring arm is to be checked regularly during the functional check procedure, required after cleaning (between patients) where loosening of the spring arm joint tension would be noted. Spring arm check steps include pulling the spring arm up/down/side to side and confirming it moves smoothly and maintains set position. As well as rotating the phototherapy light clockwise/counterclockwise/up/down and confirming that it moves smoothly and maintains set position. Users are warned not use equipment if it does not pass the functional check procedure. On (B)(6) 2021 new information was received stating that the functional check procedure was performed and the device was fine prior to use indicating the device failed spontaneously.